Event description:
It was reported to philips that the system failed to expose. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the planned non-emergency treatment procedure was performed when the issue happened. The procedure was completed as planned, as the procedure typically requires no exposure and minimal fluoroscopy sufficed to conclude the case. The field service engineer (fse) visited onsite and confirm the reported problem. After reviewing the log, fse found that the tube cooling issue. Upon troubleshooting and lots of test fse found that the cooling system failure persisted. To resolve the problem, the x-ray tube and connectors were replaced due to continued oil leakage and return the part for further analysis, and it confirm the reported problem with failure component. After the replacement of the x-ray tube and connectors, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed as planned, as the procedure typically requires no exposure and minimal fluoroscopy sufficed to conclude the case. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation results, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.